Manufacturer narrative:
Physio-control further examined the removed user interface pcb assembly and determined that it was the cause of the reported device lockup condition; however, further component level cause could not be conclusively determined. The removed system controller pcb assembly was an ancillary part and there was no failure.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and a white display. A white display is indicative of a device lockup condition that could prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.